Event description:
Allegedly, revised due to recurrent prosthesis dislocation. Left side.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.